Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After multiple balloon catheters were used for pre-dilatation and balloon ruptured occurred, a 2.50x32 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The physician used a child catheter and attempted to remove the device but resistance was met. When the device was removed from the patient, the stent was found lifted and slightly moved to the distal side. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted, stretched, misaligned and lifted from the stent profile. Stent moved distally on the balloon for proximally 7mm from the proximal markerband and stretched over the bumper tip. Based on the analysis performed, stent damage and movement most likely occurred during attempts to cross a calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found one midshaft kink at 3.3cm form the hypotube to midshaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage and stent move on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After multiple balloon catheters were used for pre-dilatation and balloon ruptured occurred, a 2.50x32 synergy drug eluting stent was advanced but failed to cross the lesion. The physician used a child catheter and attempted to remove the device but resistance was met. When the device was removed from the patient, the stent was found lifted and slightly moved to the distal side. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.